Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer passed functional test. Analysis found contamination internally and corrosion found inside of keyboard compartment. Analysis also found the tabs on power cord bay door were broken, keyboard slide was missing, right keyboard hinge was broken, hinge plate screws were missing, and the lower case feet were worn. (B)(4).

Event description:
It was reported the programmer does not boot up, just brings up a blank screen. The programmer was returned for repair. There was no patient involvement indicated.